Event description:
Related manufacturer reference numbers: 2017865-2021-39809. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead had increased capture threshold. Rv lead dislodgement was suspected. It was also noted that the pacemaker (pm) exhibited slow radio frequency (rf) telemetry and it was difficult to program the pm. Patient presented in clinic for rv lead revision. Upon interrogation prior to procedure, it was found that pm had no rf telemetry. The pm and the rv lead were both explanted and replaced. Patient condition was stable.